Event description:
The customer reported that they received erroneous results for two patient samples tested for ion selective electrode (ise) sodium, ise potassium, and ise chloride. The customer stated that other assays run at the same time on these samples repeated without issue and were normal both times. The first sample initially resulted as 153 mmol/l for ise sodium, 114 mmol/l for ise chloride, and 4.8 mmol/l for ise potassium. The initial results were reported outside of the laboratory where they were questioned by a doctor. The sample was repeated and resulted as 140 mmol/l for ise sodium, 103 mmol/l for ise chloride, and 4.3 mmol/l for ise potassium. The repeat results were believed to be correct and the customer corrected the values. The second sample, from a (B)(6) old female, initially resulted as 149 mmol/l for ise sodium. The initial result was reported outside of the laboratory where it was questioned by a doctor. The sample was repeated and resulted as 137 mmol/l for ise sodium. The repeat result was believed to be correct and the customer corrected the value. The patients were not adversely affected. The customer was asked, but did not provide the ise sodium, ise chloride, or ise potassium electrode lot numbers and expiration dates. The field service representative could not determine a cause for the issue. The customer replaced probe c after the event due to a slightly bent probe tip. The field service representative performed a "lb check", "ws accuracy check", and "ise mix/dry". He performed a precision study.

Manufacturer narrative:
It has been determined that the most likely cause of the issue was a bent probe tip as found by the customer. The customer confirmed that no further discrepant results were reported after the probe exchange.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.